Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Noise was able to be reproduced in all sensing vectors. X-rays were taken due to concern over electrode impairment. Boston scientific technical services (ts) was consulted and discussed that although the x-ray was not conclusive, the image shows an area with potential kink in the electrode. Therapy was programmed off per the physician's request and a lead revision would be scheduled additional information was received that reprogrammed occurred and noise still was observed. The noise appeared related to changes in the impedance pathway. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Noise was able to be reproduced in all sensing vectors. X-rays were taken due to concern over electrode impairment. Boston scientific technical services (ts) was consulted and discussed that although the x-ray was not conclusive, the image shows an area with potential kink in the electrode. Therapy was programmed off per the physician's request and a lead revision would be scheduled additional information was received that reprogrammed occurred and noise still was observed. The noise appeared related to changes in the impedance pathway. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Noise was able to be reproduced in all sensing vectors. X-rays were taken due to concern over electrode impairment. Boston scientific technical services (ts) was consulted and discussed that although the x-ray was not conclusive, the image shows an area with potential kink in the electrode. Therapy was programmed off per the physician's request and a lead revision would be scheduled additional information was received that reprogrammed occurred and noise still was observed. The noise appeared related to changes in the impedance pathway. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.